Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was doing well and going to implant. They noted they had no further information. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence; the trial began (B)(6) 2020. It was reported the trial patient had some blood on their back by their incision which caused them a little bit of alarm. It was fine the day of the report. There were no device issues reported at this time. On (B)(6) 2020, the manufacturer representative (rep) reported that the patient was "fine." Additional information was received from the basic evaluation patient on (B)(6) 2020. The patient reported that they felt that they were afraid to drink fluids as they were afraid to urinate more frequently and possibly leak. The patient reported that they noticed that their belly was distending and when they catheterized they had a lot of urine left and they were worried that they were starting to retain too much urine as well. The patient reported that there had now been 2 instances where the device had affected their bowels as well and has caused them to have a loss of bowels a couple times. The patient stated that they were not aware this would happen. The patient was advised to bring this information to their health care professional (hcp) on the next day when they went to their follow up appointment. Additional information was received from a manufacturer representative (rep) on (B)(6) 2020. The rep reported that the patient was doing well and going to implant. They noted they had no further information. No further complications were reported at this time.